Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the after insertion of the pericardiocentesis catheter set, the catheter was found to be leaking from the proximal cap. Another device was used to finish the procedure, and there were no injuries or additional procedures reported. The patient was noted as "fine".